Event description:
It was reported by service report that the right siderail was unable to lock in the upright position. It was further reported the footboard was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged siderail. Mattress label was caught in footboard system connector.